Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that decreased light source, can't see image because of no light. No procedure or patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
Per manufacturer's investigation results: during the manufacturer's technical inspection, the error description provided by the customer was confirmed. Based on the defects found during the technical inspection, it is concluded that the cause of the described fault is wear of the adhesive on the tip of the c-mac blade, caused by wear during use and reprocessing. The wear of the adhesive can allow liquid to penetrate the blade, which affects the electronics and can lead to a led fault. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. This event is filed under internal complaint ID (B)(4).